Manufacturer narrative:
The device was received for evaluation with the aluminum foil peeled. A visual inspection with naked eye was performed with no issues noted; however, the product failed to meet specification. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date was 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was fully separated from three (3) minicaps. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.